Event description:
It was reported that during an unk procedure, after firing according to the standard way and release of the stapler, bleeding was detected, and upon checking, it was found that most of the staplers were open as seen in postoperative x-ray. The surgeon decided to do hand sew anastomosis and hemostatic sutures and informed the pt with the details. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.